Event description:
During a urology procedure, a 13 inch (355mm) curved lowsley tractor malfunctioned. The end of the instrument would not close completely as it should. Unsure of procedure being performed by urologist or patient involved. Sterile processing director was called to or to retrieve instrument. She is unsure of the exact date, therefore, the date instrument provided to risk management is listed as the date of the event.